Event description:
It has been reported to philips that there were intermittent connection issues with the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, during a planned procedure, there were intermittent connection issues. The procedure was completed using the wired footswitch. The connection was not re-established, the customer is using the wired footswitch philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.